Event description:
The customer tested his blood glucose on the contour using two different bottles of strips. The readings were 73 and 141mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.